Event description:
It was reported that the right ventricular lead exhibited a polarity switch mode alert. The physician decided to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.